Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected. A downstream occlusion (dso) seal torn was noted. Functional testing was performed. The allegation made by the complainant was confirmed.

Event description:
It was found during investigation of a returned pump that the downstream occlusion seal was torn. There was no patient involvement.